Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead was explanted but not replaced due to occlusion of the cephalic and subclavian veins. It was noted that the patient was enrolled in the panorama clinical study. No patient complications have been reported as a result of this event.